Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported respiratory failure and renal dysfunction could not be conclusively determined through this evaluation. It was reported through the research article ¿successful management of severe peripartum cardiomyopathy complicated by high-risk pregnancy¿ that a 32-year-old patient with a history of peripartum cardiomyopathy (ppcm) presented with acute decompensated heart failure at 24 weeks of pregnancy. Echocardiogram on admission showed dilated left ventricle (lv) cavity, with left ventricular ejection fraction (lvef) of 10-15% and normal right ventricle (rv) function. The patient underwent an emergency cesarean section (c-section) at 26 weeks for worsening ppcm. They required impella and inotropic support, then cannulation to veno-arterial (va) extracorporeal membrane oxygenation (ECMO). Ultimately, the patient underwent heartmate 3 left ventricular assist device (lvad) implantation about two and a half months after their c-section. Postoperative course was complicated by respiratory failure requiring tracheostomy placement, and temporary renal failure. Specific patient information and device serial number are documented as unknown. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including respiratory failure and renal dysfunction, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that in the article ¿successful management of severe peripartum cardiomyopathy complicated by high risk pregnancy¿ that a 32 year old patient with history of peripartum cardiomyopathy (ppcm) presented with acute decompensated heart failure at 24 weeks of pregnancy. Echocardiogram on admission showed dilated left ventricle cavity, with left ventricular ejection fraction (lvef) of 10-15% and normal right ventricle function. The patient underwent emergency c-section at 26 weeks for worsening ppcm. They required impella and inotropic support, then cannulation to veno-arterial (va) extra corporeal membrane oxygenation (ECMO). Ultimately, the patient underwent heartmate 3 left ventricular assist device (lvad) implantation about two and a half months after their c-section. Postoperative course was complicated by respiratory failure, requiring tracheostomy placement and temporary renal failure. Date of event has been entered as the same as published date (02apr2024) since date of data collection was not provided. Specific patient information and device serial number are documented as unknown.